Event description:
It was reported the patient was thrown from the powered wheelchair when it suddenly went out of control. The patient sustained a gouging and bleeding wound on his arm which required him to seek immediate medical treatment. The patient was taken to the emergency room by a third party. No information regarding the severity and/or treatment of the patient's injuries was provided.